Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a left sided idiopathic ventricular tachycardia (l-idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. There was no evidence of any effusion present before the procedure. Post-procedure when the physician was using the soundstar catheter to visualize the tip of the thermocool® smart touch® sf bi-directional navigation catheter, pericardial effusion was noted. The flow was very slow, and they had time to measure the growth rate and size of the effusion. The patient did not experience any hemodynamic change. The ablation had been already completed, and the physician suspected that a perforation occurred while maneuvering the ablation catheter in the middle cardiac vein. Pericardiocentesis was performed to drain 430ml of fluid from the pericardial space. The drainage tube was left in place, and the patient was admitted overnight for observation purposes. Patient¿s condition had improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15ml/min when ablating at 40 watts. No biosense webster product malfunctions nor error messages were reported. The force visualization features used included vector and dashboard. The max wattage used was 40watts. The total radiofrequency lesions were around 6-7. The total ablation time was around 8-9 minutes.